Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 03/15/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. Return requested. Replacement computer shipped to site 03/24/2016. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported a site's navigation system cranial software became unresponsive within the application. The site had loaded-up the patient exam and was on the plan task when the navigation system became unresponsive. The mouse was unresponsive, as well. A system re-boot restored normal function with no further issues. This occurred prior to surgery. There was no patient present when this issue was identified.

Manufacturer narrative:
Return requested. Replacement computer shipped to site 03/24/2016. Medtronic investigation of returned suspect device finds that unable to repeat the reported issues. Navigation system boots and performs as expected. Initial hdd and ram checks passed testing. On 03/28/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 04/13/2016 software investigation completed. Findings per the software engineer are that although the patient logs did not contain anything that specifically indicated why the navigation system became unresponsive, the symptom was consistent with an existing software investigation.